Event description:
It was reported that bd cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that they could not separate from the white safety housing, leading to the pivc having to be removed. Verbatim: nurse states they had a cathena catheter that they could not separate from the white safety housing, leading to the pivc having to be removed. They did not file an incident report and did not save any catheter information. Unknown date or user information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.